Event description:
The facility representative contacted baxter canadian technical services to report a colleague infusion pump with failure code 550:332:658:0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 550:322:658:0000 was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a damaged speaker harness. The rear housing, including the speaker assembly, was replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.